Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine in-clinic device check, noise was observed on the svc-rv coil vector. The noise was more obvious with isometric movements and more particularly with the far field svc-can vector. The physician had organized a chest x-ray and will just monitor the lead through routine clinic follow-up. The patient was doing fine.